Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information is not available for reporting / clinical reference was conducted between march 2012 to february 2014. There were 62 multilevel cervical myelopathy patients (30 male and 32 female, with age range from 49-78 years). Date of event: unknown. This report is for an unknown cage/spacers: acf/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date, explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4)

Event description:
Device report from synthes on an event in (B)(6) as follows: this report is being filed after the review of the following journal article: shenghua, h. Et al (2017), zero-p anterior cervical fixation system for multilevel cervical myelopathy, chinese journal of tissue engineering research, volume 21, no. 11, pages 1695-1700 (B)(6) the objective of this study is to provide a retrospective control study of zero-p anterior cervical fixation system for multilevel cervical myelopathy. This study was conducted between march 2012 to february 2014. There were 62 multilevel cervical myelopathy patients (30 male and 32 female, with age range from 49-78 years) who have received synthes (B)(4) zero-p (consists of interbody cage with built-in anterior fixation plate and locking screw). Eight (8) patients (3 male and 5 female) were lost to follow up. Complications were reported as follows: hoarse voice, swallowing difficulty, hematoma in the neck after the operation, nerve injury, esophagus injury, infection in the cut. Two (2) patients with lesions in 4 segments feel a little uncomfortable on the 1st day after the operation, and on the 6th day the symptom had disappeared. No fusion in the cage and rupture and loosening of the implanted items were also reported. Patients were observed again 24 months after the operation and no longer had adverse events such as no fusion in the cage as well as rupture and loosening of the implanted item. This report is for an unknown synthes zero profile anterior cervical interbody fusion (acif) device and an unknown synthes locking screw. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.